Event description:
It was reported that the lead impedance increased from 600 ohms to 1200 ohms over a 3 month period. The capture threshold increased from 0.6v 0.4ms to 1.6v 0.4 ms. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.